Manufacturer narrative:
Results of investigation: the gas delivered engine (gde) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was due to the flow control valve and exhalation valve being out of calibration.

Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was removed from the patient so that the patient could be suctioned. While the ventilator was off the patient the ventilator started to alarm vent inop. The ventilator was powered off then powered back on, an extended systems test (est) was performed, and the unit failed the leak test. The ventilator was switched out and the patient was placed on a different ventilator with no patient harm or injury.